Event description:
It was reported that the patient had been hospitalized with hyperglycemia on (B)(6) 2025. The patient's blood glucose levels reached over 500 mg/dl while wearing the pod for an unknown duration. The pod's controller was working fine until the battery life all of sudden went from 80% to 30%. The screen of the pod's controller was not responding and the patient was not able to make a bolus correction. Symptoms reported include the patient having nausea and abdominal pain. The patient was treated with intravenous drip to bring their electrolytes up and insulin. The patient was discharged on (B)(6) 2025.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria.